Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is late amplification, which may be due to low-level environmental contamination, a sporadic amplification artifact, sample carryover, or a non-specific signal.

Event description:
There was an allegation of questionable cobas® mpx (192t) results from the cobas 6800 analyzer for two patients. On (B)(6) 2026, both samples generated a positive result for hiv (CT 39.5).